Event description:
It was reported by the customer on (B)(6) 2010, that during the procedure the laser kept re-cycling when it reached 1 minute and 40 seconds the laser would jump back up to 1 minute and 50 seconds. Per the customer, the laser was shut off twice and re-started, but continued to have the same issues. Also, it was reported that technical support advised the customer to shut the laser off again and re-start the laser, but the same issue still occurred. Per the customer, the case was aborted and there was no patient injury.